Event description:
Device reported a battery error at follow-up. The device was reset, reprogrammed, and follow-up performed without issue. The device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned device data was thoroughly analyzed. The returned pacemaker dump was analyzed, revealing that the clinical observation resulted from a temporary marginally elevated current consumption, triggering--by design--a warning message to alert the user. However, based on the data available for an analysis, there was no indication of a device malfunction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed a temporary marginally elevated current consumption leading to the clinical observation. Should additional relevant information become available, the investigation will be updated.

Manufacturer narrative:
(B)(4) 2018 - device is displaying error excess battery consumption detected. Account was alerted via home monitoring. Device remains implanted. The aforementioned pacemaker was returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated. The battery status was ok with a remaining battery capacity greater than 25 percent. However, a warning message was displayed on the programmer indicating a potential elevated current consumption. The pacemakers memory content was thoroughly analyzed. The investigation of the memory confirmed a slightly elevated but stable current consumption. No further anomalies were noted during the memory inspection. The pacemaker was subjected to a complete electrical testing. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. During the further course the device was opened and subjected to further thorough investigation on the electronic module, particularly the current consumption was directly measured and found to be normal. An elevated current condition on the electronic module was not reproducible despite several provocation maneuvers. In conclusion, the review of the quality documents confirmed a regular device manufacturing. The analysis of the memory content and initial current measurement showed a temporarily slightly elevated current consumption, confirming the clinical observation. However, the current consumption returned to normal during destructive analysis. There was no indication of a device malfunction. The therapy functionality was not compromised. Despite the exhaustive analysis, the root cause of the temporarily elevated current consumption could not be determined.

Manufacturer narrative:
On (B)(6) 2018 device is displaying error excess battery consumption detected. Account was alerted via home monitoring. Device remains implanted.